Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected replace battery now alarms, insert battery alerts or insert battery now alarms noted during testing. The power management graph indicated connector resistance issue. No unexpected replace battery now alarms noted in the pump history file. An unexpected replace battery alert while monitoring due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons and stained serial number label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got several replace battery now, insert battery now alarms. Customer¿s blood glucose level was 6.5 mmol/l. Customer has attempted keeping battery out of pump for approx. 15 minutes until red notification light has stopped blinking but battery problems persist. The insulin pump will be returned for analysis